Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
On march 10, 2020, boston scientific corporation became aware that spaceoar was implanted during a spaceoar procedure performed on an unknown date. According to the complainant, the patient was taken into the hospital on (B)(6) 2020 due to complications arising from damage to his bowel and bladder after radiation treatment. Reportedly, the patient was taken to the hospital because the new procedure he had went wrong. The patient's current condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code 2104 captures the reportable event of damage to the bowel and bladder. Patient code 3191 captures the reportable event of additional intervention required. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar procedure performed on an unknown date. According to the complainant, the patient was taken into the hospital on (B)(6) 2020 due to complications arising from damage to his bowel and bladder after radiation treatment. Reportedly, the patient was taken to the hospital because the new procedure he had went wrong. The patient's current condition was reported to be stable. Additional information received on april 16, 2020. The spaceoar procedure was performed on (B)(6) 2019.